Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the plastic part of the vasoview hemopro 2 jaws was peeling off. Nothing fell into the patient. They opened up another kit to complete. No additional incisions or delays were reported. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/17/2023. An investigation was conducted on 02/27/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood. Charred material was observed on the heater wire. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled and detached, exposing the metal portion of the cold jaw. The detached silicone insulation of the cold jaw was not returned for evaluation. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw/delaminated" was confirmed. The lot # 3000292518 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.